Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device return availability and detailed product information could not be retrieved since the event was reviewed from a literature study. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Once investigation is complete, a supplemental medwatch will be filed. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the atrial fibrillation is a known inherent risk of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Risk review: a risk review performed for the farawave device confirmed that the events of atrial fibrillation are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: based on the information provided, the reported event of atrial fibrillation is a known inherent risk of the farawave device. Atrial fibrillation is an expected procedural complication addressed within the IFU for the farawave. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
Per literature review, it was reported that a patient experienced recurrent atrial fibrillation (a fib) three months after the initial pulmonary vein isolation pulse field ablation (pfa) procedure with the farawave ablation catheter. A second ablation procedure showed a reconnection of both posterior carinae. When revisiting the initial map, both recurrences occurred at the points where tissue proximity indication (tpi) during ablation was likely not sufficient, leading to reversible electroporation and subsequent reconnection of the veins. Those remaining areas were again ablated using pfa energy with a linear ablation catheter. No device is expected to return as this is from a literature review.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. The device return availability and detailed product information could not be retrieved since the event was reviewed from a literature study. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Once investigation is complete, a supplemental medwatch will be filed.

Event description:
Per literature review, it was reported that a patient experienced recurrent atrial fibrillation (a fib) three months after the initial pulmonary vein isolation pulse field ablation (pfa) procedure with the farawave ablation catheter. A second ablation procedure showed a reconnection of both posterior carinae. When revisiting the initial map, both recurrences occurred at the points where tissue proximity indication (tpi) during ablation was likely not sufficient, leading to reversible electroporation and subsequent reconnection of the veins. Those remaining areas were again ablated using pfa energy with a linear ablation catheter. No device is expected to return as this is from a literature review.